Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract extraction with an intraocular lens (iol) implant procedure, lens was carefully loaded and injected with ease but definite split/crack in intraocular lens was noted. Lens allowed to unfold in case of crease rather than crack. Hence lens was explanted and replaced with another lens. The second intraocular lens was absolutely fine. Patient was very happy with 6/6+ vision plus n6. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).